Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal swab (sec copan). Confirmation testing was performed on ingenius instrument with the new sample generated a negative result. The customer stated the patient was not symptomatic to covid-19 and had symptoms for hypotension malaise. Customer confirmed that patient was hospitalized in covid zone for 24 hours on (B)(6) 2021 for confirmation assay result and released on (B)(6) 2021 in a stable condition.

Manufacturer narrative:
Additional data: h10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025742 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1025742, test base part number 190-430 / lot:1025742. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149779 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.